Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). During a disc surgery the tip broken off in the disc space, without effort.

Manufacturer narrative:
Investigation: the investigation was performed using a keyence vhx-5000 digital microscope. The analysis of the fracture pattern illustrated a forced fracture due to overload. One pore can be found on the point of rupture. Due to this weakening of the section, the stability of the jaw according to the specification was no longer given. Conclusion and root cause: based on the information available as well as a result of our investigation the root cause of the failure is most probably related to a material error. No CAPA is necessary.